Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(4). Implanted: (B)(6) 2019 explanted: (B)(6) 2021. Product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative ( rep) regarding a patient with an implantable infusion pump with unknown drug for pain. It was reported that patient presented in or for total scds explant and pump explant. It was mentioned that therapies did not help patient with crps and patient opted for leg amputation. Patient has no more pain and does not need the systems. Multiple unsuccessful reprogramming and pump dosing changes to achieve pain relief. Issue was resolved at the time of report. Patient status at time of report is alive - no injury.